Event description:
A journal article was reviewed which reported that the following complications were seen: there were two (2) patients with catheter- induced mechanical block, four (4) patients developed transient atrial ventricular block (avb), and one (1) patient had catheter-induced right bundle brand block (rbbb). No permanent complications were observed.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. The gender of the baseline characteristics is male and the baseline age is 16 years old. Referenced article: swissa, m., birk, e., et al. Cryotherapy ablation of parahisian accessory pathways in children. Heart rhythm. 2015. May, 12:5, pages 917-925. (B)(4).